Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was making a buzzing/vibrating sound. The customer stated that the sound occurred only when they were increasing numbers for the bolus and carbohydrate programming on the insulin pump. The customer's blood glucose was 81 mg/dl. The customer expressed being uncomfortable about the noise and they were afraid. The insulin pump will be replaced. Nothing further was reported.